Event description:
Diastolic reading was high (174). Customer went to the doctor's office, and they confirmed that the customer's blood pressure is normal. The meter has been giving high readings since the customer began using it (since day 1).